Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) never really helped and in fact ¿made things worse¿ because it was hitting the screws from a previous back surgery. The patient ended up having the ins system removed in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.